Event description:
During a bladder procedure, the ceramic tip of the inner sheath fractured off the device and fell into the patient's bladder. The tip was recovered from the patient with no patient harm.

Manufacturer narrative:
Visual inspection of the instrument confirms that the ceramic tip is missing. There is presence of adhesive inside the distal tip with varying degrees of thickness, which is indicative of the tip being broken and/or removed. Numerous dents are noted along the length of steel tube, including the flared distal end where the ceramic tip is applied. Also noted that the plastic push button for the lock ring assembly is damaged, indicative of being dropped or mishandled. Photos have been taken of the returned instrument. A common cause for the breakage is excessive lateral force on the instrument during insertion or removal from the cysto sheath. This mishandling is cautioned against in the instruction for use manual that is shipped with the instrument. Another noted cause has been determined to be the customer abuse such as dropping the instrument, hitting the tip against other instruments or against sterilization containers.